Event description:
Primary surgery on the left shoulder on (B)(6) 2025. At 6 weeks post-op, the patient experienced a spontaneous dislocation, which was reduced. A further dislocation occurred a few days later (suspected fall, alcoholic patient). No loosening or infection was reported. On (B)(6) 2025, a revision surgery was performed, during which the surgeon revised the liner. The surgery was successfully completed.

Manufacturer narrative:
Batch review performed on (B)(6) 2025. Reverse shoulder system 04.01.0122 humeral reverse hc liner ø39/+0mm (k170452) lot. 2500626: (B)(4) items manufactured and released on 10-april-2025. Expiration date: 27-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Reverse shoulder system 04.01.0173 glenosphere - ø39x27 (k170452) lot. 2432579: (B)(4) items manufactured and released on 24-march-2025. Expiration date: 09-mar-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Based on the information available no definitive root cause can be established, while there is no indication that any potential issue with the device may have caused or contributed to the event, and the device history record review does not indicate any potential manufacturing related issue.